Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self tester recently had an out-pt procedure done and obtained results that he feels were not in line with what he was obtaining on his inratio2 meter. Inratio and ER tests were done within 1 hour of each other: pt was taken off warfarin 4 days prior to having procedure done (had a stint put in). Pt was put on plavix after having the procedure and will be on it for at least another 2 months. Caller reports pricking finger just before green light comes on.